Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system. A visual examination of the stent found stent damage. Stent struts from the distal end of the stent lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found a hypotube kink 45.7cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified distal end of left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20mmx2.5mm target lesion was located in the moderately tortuous and moderately calcified distal end of left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal end of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.